Event description:
Information received indicates the head of the bed will not lower.

Manufacturer narrative:
The technician found the head actuator was bent. The technician replaced the head actuator to repair the bed.